Event description:
A customer reported to baxter (B)(4) of an administration set that leaked in the flashball. This condition occurred before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed and there were no obvious defects. Functional leak test under water was performed at 8psi and it was evidenced that there was a leak in the flashball. The reported condition was confirmed. The assignable cause is a failure in the supplier's manufacturing process of the injection site. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.